Event description:
It was reported to philips that the equipment failed to start due to low oil level in the cooling system on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Oil refilled; operation tests performed. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).